Event description:
Patient was undergoing left shoulder arthroscopy procedure with labral repair, loose body removal. During procedure an arthrex suture anchor biocomposite pushlock ar-1923bc was delivered to the field and placed into the cannula/shoulder. Upon visualizing on screen it was noted the implant was broken. It was in the patient but not used, nor did it cause patient harm. During the same case another suture anchor of same model/mfg (although different lot #) was also implanted and when the surgeon tried to use 4 sutures through it and they broke the implant so it was pulled out along with remaining fragments. Took all implants out of patient, nothing retained. Reimplanted all new implants with no further issues.======================manufacturer response for arthrex suture anchor, biocomposite pushlock, arthrex suture anchor biocomposite pushlock (per site reporter).======================rep was on site and wants back when we determine okay to release.